Event description:
The user facility reported a 75-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. While on impella cp support, there was no pedal pulse on the right foot. Arterial doppler was done, which showed monophasic flow, but nurse states provider reported no clots or obstruction. The patient was on multiple pressers and bicarb drops with pressures labile. The legs are both cool and mild mottling from the knee down. The patient continued on support.

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-07498 was provided in sections b2, b5, h1, and h6.

Event description:
Additional information noted care was withdrawn and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
Limb ischemia can occur during impella support. When making a determination as to the cause of the limb ischemia, the following clinical information is necessary: patients pre-morbid condition and peri-procedural condition. Any concomitant medication. Vascular size or variations thereof. Detailed description of the symptoms experienced by the patient. Physical examination findings, including pulse assessment and visual examination of the affected limb. Diagnostic imaging results, such as doppler ultrasound, angiography, or magnetic resonance angiography. Laboratory test results, including blood tests for markers of inflammation or clotting disorders. Any relevant information about risk factors for peripheral arterial disease, such as smoking, diabetes, or hypertension. Patient's response to previous treatments or interventions for vascular conditions. With a returned impella, the max od could be assessed to ensure it is within specification. The product could also be evaluated for any burrs or sharp edges. Additionally, the clinical information above would need to be considered in the context of the returned product. To determine the true root cause of limb ischemia, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.